Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain after asr hip implants. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information for the left and right hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Dor was scheduled for the right hip on (B)(6) 2012. Update: (B)(6) 2012- medical records were obtained. Medical records indicate a patient was revised on the right side. Medical records state some corrosion, significant amount of synovitis, straw-colored fluid, and tissue stained with metal debris. The stem and sleeve added to complaint.